Event description:
The customer reported receiving no delivery alarms. Troubleshooting was performed. Advised to disconnect and reconnect at the p-cap. The customer stated that the insulin was not moving thru the tubing. Advised the customer to change the infusion set and reservoir. Ran a fixed prime and the insulin did not deliver. The customer's blood glucose at time of call was 491mg/dl. During the call the customer stated that he went to the emergency room and he was treated with 15.0 units to lower his blood glucose. The customer stated that the insulin was old and needed to changed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.